Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the three remaining universal surgical manipulators (usm) without any injury or harm to the patient. There was 67 minutes of procedure delay due to the issue. There was no harm to the patient due to the procedure delay.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The set up joint (suj) was analyzed by failure analysis and the reported error 23087 could not be reproduced on an in-house system. However, the error was confirmed via field logs. The unit was tested and passed all tests.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered errors on universal surgical manipulator (usm) 3. They had tried to restart the system and use the emergency power off (epo), but the error returned. The technical support engineer (tse) suggested disabling usm 3 and used usm 2 for the endoscope. The site completed the procedure with no reported complications. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner proximal set up joint (suj) on the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The suj is pending fa completion. The complaint regarding repeated recoverable faults was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.